Manufacturer narrative:
Additional, corrected, and/or changed data: a3a, b5, and h8.

Event description:
Patient was additionally treated with 4 vials hylenex to dissolve the top lip, jawline, and cheeks. Symptoms are ongoing. This was the initial use of the syringe. The packaged needle was used.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the chin and cheeks with 3ml of juvéderm voluma® xc and 1ml of juvéderm volbella® xc in the lips. Patient experienced "minor swelling at all injections sites, mostly in lips, severe swelling in lip area, and some nodules to chin area". Patient was treated with prednisone 30 mg for 3 days then lowered to 10 mg for 3 days. Symptoms are ongoing. This relates to juvéderm volbella® xc.